Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic chemoembolization procedure. It was reported that, upon removal from the packaging, the catheter fell apart and the hub detached. Another catheter was used instead.